Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 2 events were previously reported during the reporting quarter; however:  - 2 events were reported in error. - 0 previously reported event is included in this follow-up record. H3 other text : event reported in this record in error

Event description:
This report summarizes 0 malfunction events in which the device reportedly overheated and had paint chips missing.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 2 device investigation types have not yet been determined. 2 devices were not labeled for single-use. 2 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device reportedly overheated and had paint chips missing. 2 events had no patient involvement; no patient impact.